Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of multiple cartridges leaked. Reportedly, the cartridges were filled with 300 units. The customer reloaded the same cartridge onto the pump and reported an inaccurate fill estimate. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event and the fill estimate was accurate.